Manufacturer narrative:
(B)(4) (the imp) is submitting this report on behalf of b. Braun (B)(4) (MFR). (B)(4). In a follow-up call to the facility, the reporter confirmed that there were no adverse reactions experienced by the pt as she had talked to the pt and nurse involved in the event. The reporter stated that she knew that the nurse was infusing an antibiotic but did not know the drug name, but that she could probably obtain this information. In a follow-up e-mail from the reporter, she noted that the nurse was using a piggyback infusion and clindamycin (cleocin IV) 300m; sodium chloride 100ml, was being infused. The reporter indicated that it was a full bag when hung and the nurse did not program the infusion using the drug library. The reporter also confirmed that the event occurred on (B)(6) 2013 at 1400 hours. The actual pump involved in the reported incident was returned for eval. Duplicating customer key button entries from (B)(6) 2013 at 13:17, pump was placed on standby and then brought out of standby. Note: pump does not alarm when placed on standby. By duplicating customer key button entries from (B)(6) 2013 at 19:43, rate was changed from 100ml/hr to 1000ml/hr. The volumetric accuracy was tested at a rate of 250ml/hr and 25ml and tested in specification at 24.8ml or 99% of expected volume. The pump's operational log was reviewed. On (B)(6) 2013, at 3:01:46am, a new vtbi of 90ml was set with the previous set rate of 100ml/hr. Note: the pump was turned on to infuse at 3:01:48am. The calculated total time for infusion is 54 minutes (t=v/r).

Event description:
(B)(4).